Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) fault alarms. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, it was reported that the alarms resolved after a controller exchange the submitted log files confirmed an active lvad fault alarm. The alarm was due to an elevation in current of one of the lvad drive phases. The elevated drive current caused elevations in estimated flow and pulsatility index (pi) values. The elevations in drive current did not appear to be a true indication of increased current draw because the overall pump power, lvad temperature, and rotor parameters were not affected and remained at baseline. The pump appeared to operate as intended at the fixed speed for the duration of the files. The account reported that the lvad fault alarms resolved after a controller exchange, and the pump parameters returned to baseline. The cause of the increased drive current value could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-009754, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-009754 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-08127. It was reported that the patient's controller had a lvad fault alarm. A review of the log file revealed lvad internal fault alarm on (B)(6) 2023 at 1856. Since this event was captured in the very first line of the log file the first date of occurrence was unknown. These continued to occur for the remainder of the periodic & event files. The customer exchanged the controller because the pump running leds were dim. The alarms resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.